Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported pharmacy reached out to patient to see if she has malfunction with cassette/pump based on doctor's office request. Patient stated that she is not sure what happened with her pump. She is not sure if it is the battery or what exactly. Her pump is currently working with no issues. She did not report any interruption in treatment. No side effect reported. Patient went to hospital to figure out what was wrong with cassette and/or pump and patient received new cassette at the hospital. Patient was not admitted. Nurse reported that hospital noted that patient had faulty cassettes. The patient was able to successfully continue their therapy.